Event description:
The patient received his scs system, including an ipg, on (B)(6) 2011. It was reported that the patient complained of burning and discomfort at the ipg pocket site, and he requested the removal of the ipg. He alleged that the ipg heated up when in use. The physician explanted and replaced the ipg on (B)(6) 2011. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.